Event description:
The customer reported that the device has internal paddles not functioning. The device was reported to be in clinical use at the time, but no adverse event to patient or user was reported.